Manufacturer narrative:
B5; additional information received: it was confirmed that the endurant limb was inspected prior to use and appeared normal and no resistance was felt when trying to rotate the external slider counterclockwise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: a twenty-four (24) second video showing the physician rotating the external slider to retract the graft cover. The fluoroscopy images indicate the graft cover did not retract to allow stent graft deployment. The reported deployment/expansion issue was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was intended to be implanted during the endovascular treatment of a 64mm non ruptured aaa . It was reported that during the index procedure, the stent graft could not deploy as the trigger would not work. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device analysis summary: the device returned with the external slider partially retracted. A gap was observed between the graft cover tip/stent graft bare stents and the taper tip nose cone. The first proximal stent graft ring was expanded. The spiral tubing was bent/kinked under the exposed stent graft. Deformation was visible to the stent stop cup as the distal stent graft ring had retracted into the cup. Kinks/deformation were visible on the graft cover over the stent stop. The graft cover was snaking along the entire length. Attempts to deploy the stent graft by rotating the external slider resulted in further retraction of the stent graft and further snaking of the graft cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received with the first stent ring deployed and the external slider rotated about 3/4th length of the screw gear. The delivery system was kinked at the distal end as well as the proximal end. The graft cover had dragged the stent graft atleast 3 to 4 centimeters. It was also observed that the distal end of the stent graft had deformed the stent stop cup. The delivery system was disassembled; it was observed that the vestamid section of the graft cover had necked. A force gage was used to deploy the stent graft and record the deployment force. The delivery system was cut through all lumens (gc, middle member, tt lumen, as seen in the image below) such that a section of the middle member extended beyond the gc. The force gage was connected to a hemostat which in turn was connected to the gc. Pliers were used to hold the middle member fixed. Load was applied to pull gc back and deploy stent graft: at ~14.1 lbs, the sg started deploying (minus drag force (see below) so deployment force ~10.9 lbs). The deployment was paused and then restarted, this time at ~11.4 lbs, the sg started deploying again (minus drag force, force ~8.2 lbs). After another pause, at 9.9 lbs the remaining sg was deployed (minus drag force, force ~6.7 lbs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.